Event description:
As previously submitted to (B)(6): "cyclosporine suspension comes from the manufacturer with a syringe that is intended for use during administration. This syringe is not enfit compatible. The manufacturers discourage administration with other syringe types. We attempted to use an amt adapter to apply to the cyclosporine syringe but the tip of the syringe is too small for the adapter. It is smaller than a standard oral syringe used to be. To work around that we are seeing our nurses draw up this hazardous drug with the manufacturer supplied syringe, squirt it into a med cup, then redraw it up for administration with an enfit syringe. This is not safe. And there is no great alternative. We are considering dispensing an enfit bottle adapter with the bottle so that the nurse can just draw it up in an enfit syringe from the start. Obviously not ideal, either, but it's the safest option we can think of. We appreciate any guidance in practice and/or help with motivating the manufacturers to comply with enfit conversion." We now dispense cyclosporine with enfit bottle adapters so that nurses may draw it up using enfit syringes, but we had an instance where the syringe sent up was not an enfit syringe and pharmacy directed the administering nurse that it could not be administered in the delivered syringe. This could have caused harm to the staff as this is a hazardous drug. This is a time sensitive medication that had to be administered late as a result of this complication. There is still not an ideal solution, and we are still having issues with the preparation and administration of this medication even with the implementation of enfit adapters and syringes. (B)(6).